Event description:
It was reported to boston scientific corporation that a zero tip retrieval basket was used during a procedure on (B)(6) 2011. The patient identifier, age, date of birth, sex and weight are all unknown. According to the complainant, during the procedure the basket was not working properly. It is unknown how this procedure was completed. The status of the patient and if there were any complications is unknown. Attempts to obtain additional information were unsuccessful.

Manufacturer narrative:
Device available for evaluation: received, not yet evaluated the device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this event. If there is any further relevant information, a supplemental manufacturer's report will be filed.

Event description:
It was reported to boston scientific corporation that a zero tip retrieval basket was used during a procedure on (B)(6) 2011. The patient identifier, age, date of birth, sex and weight are all unknown. According to the complainant, during the procedure the basket was not working properly. It is unknown how this procedure was completed. The status of the patient and if there were any complications is unknown. Attempts to obtain additional information were unsuccessful.

Manufacturer narrative:
Analysis of the returned zero tip retrieval basket revealed the introducer was on the outer sheath with the basket closed. Further visual assessment noted the outer sheath was kinked in several locations along the working length, with significant kinks present at the proximal end of the distal green second and at the distal end of the blue heat shrink. There was a torque mark present on the handle cap to indicate the application of the torquing process and the handle cannula was visible through the handle. A functional evaluation was performed and when the handle was actuated, the basket would not open and the silver section would bend over. The handle cap was removed and the cap was tight. The handle cannula was bent approximately 8cm from the proximal end. The wire sub-assembly was bent on the distal side of the splice cannula and lodged in the distal end of the sheath. Once dislodged, the wire moved freely through the sheath during removal. The basket and all basket wires were present and attached. The outer sheath working length measured approximately 122.8cm, which exceeds the sub-assembly upper specification and the silver section measured approximately 11.6cm, which exceeds the sub-assembly upper specification limit. A device history record review was performed and confirmed that the device was manufactured in accordance with the device master record. As it could not be confirmed whether the defect was identified inside the patient during the procedure or outside the patient during preparation, it is not possible to determine whether the defect was due to handling of the device prior to use or due to operational/anatomical aspects of the procedure. Therefore, the most probable root cause is undeterminable.